Event description:
The product was used during a percutaneous discetomy procedure. Reportedly, the instrument broke and a component disengaged into the patient's cavity. The surgeon performed a re-operation on october 6,1997 to remove the component. The hospital has reported the patient's condition is satisfactory.